Event description:
Per information provided: on (B)(6) 2006 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of bard flat mesh (device # 1). Per op notes, "a bard flat mesh (device # 1) was placed and sutured." On (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per op notes, "a ventralex mesh (device # 2) was placed and sutured." On (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. On (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of bard flat mesh (device # 1) and ventralex mesh (device #2) and implant of sepramesh ip (device # 3). Per op notes, "adhesions were taken down. The meshes (device # 1 & # 2) were removed and a sepramesh ip (device # 3) was placed and sutured." On (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device # 4). Per op notes, "a ventralight st using echo ps (device # 4) was placed and tacked."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard flat mesh (device # 1). An additional supplemental emdr 's were submitted to represent the mesh ¿ ventralex (device # 2) and sepramesh ip (device # 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.